Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of fluid leaking from the area where the 3 ports connect to one could not be verified due to the product not being returned for failure investigation. A device history record review for model me1224 lot number 17116882 was performed. The search showed that a total of 4,803 units in 1 lot number was built on 11nov2017. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the 6-in standardbore tri-fuse set experienced leakage. The following information was provided by the initial reporter: we've had a consistent amount of issues with fluid leaking from the area where the 3 ports connect to one. Medication is placed into this connection during heart surgery and is leaking onto a towel instead of making it into the patient.